Event description:
It was reported by provider that the right upper arm tube is broken on the solara3g wheel chair. The provider did not remain on the line for information gathering and did not want the quote sent over, just wanted verbal pricing.